Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 1 failed to close. The field service engineer fse guided the pharmacy staff through removing an obstruction from auxiliary drawer 1. The obstruction was successfully cleared and the drawer resumed normal operation. The system functioned as intended after the field service engineer fse resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 1 failed to close and required maintenance, which located on lg 9e. The customer attempted to recover the drawer and rebooted the station as troubleshooting step, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.